Manufacturer narrative:
(B)(4). H6: health effect clinical code- palpitations.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced increased respiration, palpitations, blurred vision, and vomiting. A fingerstick was taken by the parent and the cgm reading was 200 mg/dl, and the blood glucose reading was 350 mg/dl. The pump would have ¿stopped¿ delivering insulin. No medication was given at home, and the patient was brought to the hospital. When a fingerstick was taken upon arrival the blood glucose reading was 300 mg/dl. The reporter was unable to recall the exact cgm readings at that time due to focus on the customer's condition, however she mentioned that the cgm reading was high. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator at the hospital. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.